Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the reported failure was confirmed. The instrument was found to have a blade broken. The blade broke at roughly the base. A piece approximately 0.678" x 0.085" was found to be broken off and the broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke off inside the patient and was retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment(s) was retrieved via another instrument. All fragments were retrieved. There was no additional surgical procedure required to remove the fragment and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The harmonic ace instrument (480275-08/l81230330) is the correct product. The box was discarded, and another was used from the same batch. The batch sequence is unknown. The surgical task was being performed when the device fragment fell inside the patient was dissecting. The harmonic ace instrument was in use for several minutes prior to the issue. The instrument was inspected prior to use. The surgeon does not know what caused the instrument/accessory to break or caused the fragment falling issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument: the instrument wrist was straightened, the surgical staff did not feel any resistance upon removal of the instrument through the cannula, and they did not notice any damage to the cannula or the instrument after the event occurred.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the instrument for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.